Event description:
During a hemorrhoidal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the user opened the package and checked the device which was intact. The user released 2 bands successfully then rotated the endoscope and the remaining bands could not be released and the trigger cord could not be loosened. Due to concerns that the device may damage the endoscope, the user cut the trigger cord and retracted the endoscope. The procedure was completed using another same device. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. The first photo shows the tray on top of the box, and it can be seen that there are 3 bands left on the barrel and the handle is shown. There is a significant amount of blood on the trigger cord. The second photo shows the box label and it matches that in the report. Our laboratory evaluation of the product said to be involved could not confirm the report based on the condition of the returned device, the trigger cord was broken/cut. There were 3 bands remaining on the barrel and there was a significant amount of blood present on the trigger cord portion that returned and the barrel. A function test could not be completed to deploy the remaining 3 bands as the trigger cord was broken/cut. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads could not be verified for correct location as there were still bands remaining on the barrel. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord could not be measured as it was broken at approximately 8.1cm from the distal knot and the other portion of the trigger cord was not returned. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device could not confirm the report, the trigger cord was broken/cut and therefore the remaining bands could not be deployed. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additional information received indicates that this device was used with an olympus gastroscope. The mbl-6-f is designed to work with fujinon endoscopes. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that this device was used with an olympus gastroscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.